Event description:
It was reported that the needle did not retract. Needle failed to retract once the IV catheter was inserted into patient clinician could have been stuck due to safety failure additional information (B)(6) 2026: the patient had to be stuck twice to get their IV. No other issue reported.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint that the needle failed to retract could not be confirmed from the shielded needle that was provided for investigation. One 20g IV catheter was received separate from a fully retracted needle. The safety mechanism was reset and a functional test revealed that the reported issue could not be reproduced. Since the needle was received fully retracted, the complaint could not be confirmed. A review of the inspection records and quality and manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.